Event description:
The core lab identified stent fracture on all 3 implanted cypher stents.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt. This represents notification of two products with the same catalog and lot numbers that the patient rec'd. This is also one of two reports submitted under the following manufacturing number 3003742446-2006-00773.